Manufacturer narrative:
Reason for reoperation: "mammogram found small amount of silicone in small bilateral axillary nodes." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "mammogram found small amount of silicone in small bilateral axillary nodes." Device remains implanted. Left side.